Event description:
The (B)(6) reported xenium dialyzers leaked blood twice during patient use at the beginning of the treatment on (B)(6) 2010. The blood leaks were both from the fiber. The blood leaks were discovered when the blood leak alarm was noted on the machine. Both were confirmed by a hemastix test at the hanson connector. The total estimated blood loss was approximately 400 ml. The dialyzer was changed after the first blood leak. After the second blood leak, treatment was discontinued and the patient declined to continue treatment. No medical intervention was required. The machine was evaluated and no problems were identified. The actual dialyzers were both discarded and no companion samples are available. This report is for the second blood leak with the second dialyzer.

Manufacturer narrative:
(B)(4). The actual sample was discarded and no companion samples are available; therefore, a device evaluation cannot be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up MDR will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The manufacturer, nipro performed a batch review and no problem was found on the records, retained samples or production processes. Nipro performed testing on retained samples and no problem was found. There were no samples available to evaluate the issue. Therefore, a root cause cannot be determined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. This is the second of two complaints associated with this event.

Event description:
Writer spoke to the home care nurse who has cared for the hp since (B)(6) 2010. She stated that the peritonitis has been ongoing in this patient since the first time in (B)(6) 2010. The hp was hospitalized from (B)(6) 2010 and the effluent cultured positive for pseudomonas initially. After being treated in the hospital with vancomycin and other unknown antibiotics, the hp still cultured positive for (B)(6) and white cells in (B)(6) 2010. The patient returned home, but was again hospitalized for bacterial peritonitis in (B)(6) 2010, where he again cultured positive for (B)(6) and white cells. The medical professionals believe that the hp never fully recovered from the first bout of peritonitis in (B)(6) 2010. The hp has used pd2 1.5% and pd2 2.5% ultrabag since (B)(6) 2009 to date. The nurse did not have an opinion of the cause of peritonitis, or whether any baxter products were related.

Manufacturer narrative:
(B)(4). Nipro manufacturer response indicates: the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found . The retained samples of the lot concerned were checked visually and no damage was found on the fibers. An air leak test was implemented under the flooded condition after priming and no fiber leak or leak from other places was confirmed.

Manufacturer narrative:
(B)(4). The correct aware date is (B)(6) 2010, when baxter became aware of significant blood loss making this event a reportable serious injury. Additional information: the other dialyzer was reported under 1423500-2010-02672. A follow-up report will be submitted if additional information becomes available.